Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump had keypad anomaly. Customer's blood glucose was 400 mg/dl. The customer stated that the numbers are ramping on their own. The customer stated the scroll bar is moving with no input and the up and down button may be stuck. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan. The customer's nurse call the ambulance for her but she declined their treatment and took care of her high blood glucose on her own at home.